Manufacturer narrative:
Returned device was received in excellent physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the flange (ear clip) was found to be broken. This issue was fixed by replacing this flange. The pump operates normally. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Evaluation results: one medfusion 4000 pump was returned for investigation in used condition. The tamper seals were intact. The top and bottom cases were in excellent condition. There was no visible contamination. A review of the event history log did not show evidence of a damaged flange. The customer reported product problem (broken flange) was confirmed upon further physical inspection. The investigator replaced the ear clip (flange) and performed a power up test. The device operated as intended. Damage to the device by the user issue was identified as the root cause of the product problem.

Event description:
It was reported that the pump's flange was broken. This malfunction can cause improper retention of the syringe. No patient injury or complications were reported in relation to this event.